Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) was confirmed. Cosmetic damage was confirmed at the back (by the belt clip rails) of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer noticed that the rails on the back of the pump were broken. The customer reported no adverse event. The event involved product(s) pump mmt-1780kpk 670g pathway black mg. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and the product was returned for analysis.